Event description:
Patient's relative reported that patient has been experiencing "generalized burning pain symptoms from her chest down, throughout her body, since pump was implanted in 12/1997". No rash or redness appears to be associated with the reported symptoms. Patient's medication was discontinued for 36 hours to ascertain whether symptoms may be associated with medication, but the patient's burning symptoms worsened. Patient is working with physician to determine cause of event. Attempts by manufacturer to contact health care provider for further event information were unsuccessful. No further information on this patient or event is available as of the date of this report.